Event description:
Ralc30v dlu was fired and "replace dlu" error message was displayed. Malformed staples were noted on the distal side and a leak developed. Surgeon had to stitch the pulmonary artery to correct the leak and finish the case.